Manufacturer narrative:
A correlation between the device and the reported arteriovenous malformations and blood loss could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2017 with melena and acute blood loss anemia. On admission, the patient¿s hemoglobin was 7 g/dl and the inr was 3.1. The patient was bridged with heparin, and warfarin was held. A esophagogastroduodenoscopy (egd) /colonoscopy performed on (B)(6) 2017 revealed a gastric arteriovenous malformation that was treated with argon plasma coagulation. A capsule study performed was negative. It was reported that the patient was transfused with a total of 5 units of packed red blood cells and was discharged home on (B)(6) 2017 with a therapeutic inr.